Event description:
The customer reported that while pipetting an hbc plate on summit the tech observed the fluid level in well a8 was uneven compared to other wells. No error code was generated. No death or serious injury was associated with this complaint.